Event description:
It was reported that the device failed therapy delivery test during operation check. There was reportedly no patient involvement. The customer requested to return the device to the bench for evaluation and repair. The device was evaluated by the bench tech and determined that the capacitor requires replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor, which was replaced, and the device was returned to full functionality. The device was returned to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device failed the therapy delivery test during operation check. There was no patient involvement.